Manufacturer narrative:
A1: the full patient identifier is case (B)(4). The exact number of patients impacted was not specified. A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter field service engineer (fse) was dispatched to the customer site to address the issue on 27nov2024. Fse found that an aspirate probe was bent causing system to not aspirate sufficiently. The fse also found that the duckbill valve was not sealing. Fse replaced bent probe and the duckbill valve from the customers stock. He performed passing system check, high sensitivity system check, he calibrated hstni and performed 15-point precision testing on each pipettor. Fse also noted that customer had failed to do 5,000 and 10,000 test maintenances and was advised on the importance of completing these activities. In conclusion, there is evidence to reasonably suggest that a hardware malfunction of the fluidic module occurred in conjunction with this event. Replacing the bent probe and the defective duckbill valve corrected the issue.

Event description:
On (B)(6) 2024 the customer reported obtaining erroneously elevated hstni (access high sensitivity troponin I, part number b52699, lot number 440058) results for multiple patients involving the laboratory's unicel dxi 600 access immunoassay analyzer (serial number sn (B)(6). The customer provided data for four patient samples tested on (B)(6) 2024. Original questioned hstni results were obtained on dxi sn (B)(6) and all repeat results (not questioned) on alternate dxi sn (B)(6). Patient 1: original hstni result: 1,412 pg/ml, repeated at 126.7 pg/ml. Patient 2: original hstni result: 873 pg/ml, repeated at 178.2 pg/ml. Patient 3: original hstni result: 1,078 pg/ml, repeated at 9.9 pg/ml. Patient 4: original hstni result: 1,264 pg/ml, repeated at 6.9 pg/ml. The customer expected values are 0-20 pg/ml. There was a report of change to patient treatment as a result of the output from the device. Per customer verbal report, changes in patient treatment did not result in death, but patients had unnecessary procedures performed due to the false high results. The customer did not share any details, no further information was provided. The exact number of patients impacted was not provided either. Last system check was run on 24oct2024 and passed within specifications. Hstni quality control (qc) level 2 were outside 2sd on 25nov2024. Hstni calibration failed twice on 26nov2024. Ckmb calibration failed twice on 26nov2024. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned results. Customer technical support (cts) asked customer to perform a system check but customer did not have system check solution and requested service. A beckman coulter field service engineer (fse) was dispatched to the customer site on 27nov2024. No issues with sample integrity were reported by the customer.